Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low voltage alarms were not confirmed; however, power cable disconnect alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review spanning approximately 3 days (B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021 per timestamp). Events on (B)(6) 2021 are from product testing at abbott. Throughout the log file there were multiple atypical intermittent power cable disconnect alarms while connected to 14v battery power on the black power cable. These events were coincident with rsoc invalid faults. These events would clear on their own. There were no other notable alarms in the log file related to the reported event. Pump operation was not affected. The system controller was able to pass all stages of preliminary testing. The system controller did not pass one stage in functional testing due to slightly higher resistance values measured on the power cables. The system controller was able to operate on a mock loop without issue. During further testing the system controller was able to pass insulation resistance testing. Multiple wires on both power cables had slightly higher than expected resistances; however, the controller functioned as intended. Although not confirmed, wire fatigue may contribute to atypical low voltage and power cable disconnect events. The root cause of the reported alarms was unable to be determined. Incidental findings: fluid ingress. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#:(B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage advisory, power cable disconnect, and no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low voltage advisory alarms despite batteries being fully charged. The system controller was exchanged, which resolved the alarms.